Manufacturer narrative:
Batch review performed on 25 march 2019: lot 162034: (B)(4) items manufactured and released on 25-may-2016. Expiration date: 2021-05-10. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical director: knee revision surgery occurred 2 years after primary cemented total knee arthroplasty due to recurrent pain. Pre-revision radiographic images provided show slight lateral tibial overhanging and cement mantle is hardly visible. Initial position of the tibial component cannot be assessed on the basis of information received. The reason of this event cannot be determined.

Event description:
Revision surgery 2 years after the primary due to fixed cemented tibial tray aseptic loosening (the femur component, tibial tray and tibial insert have been replaced). The patient started to complain about pain 3 months after primary, but no anomaly was detected through the elapsed years.